Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited high rv lead impedance. The reason for the high impedance was believed to be due to twiddler syndrome. The lead was explanted and replaced. There were no adverse consequences for the patient.